Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays transducer fault alarms. The customer reported performed transducer calibrations and the device passed. The customer performed troubleshooting, but the issue did not resolve. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect components for investigation. An evaluation of the exhalation valve assembly could be confirmed and duplicated. The exhalation valve failed due to contamination. An evaluation of the main printed circuit board assembly could be confirmed and not duplicated. This issue will be internally investigated within vyaire.